Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that it was taking a significant amount of time to charge from ¾ to full. The patient was getting 4-8 boxes filled in when charging. The patient stated she would charge for several hours and no be able to completely fill the implant, but was not always able to maintain a great connection. The patient was directed to work to get at least 6/8 boxes filled in when she charges. The issue was not resolved at the time of the report. No patient symptoms reported.